Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (+21 dioptre) was implanted on (B)(6) 2016, into the right eye of a (B)(6) female patient. The lens was explanted on (B)(6) 2016, due to residual refractive error and replaced with another amo lens, same model different diopter (+20 diopter). No complications, no injuries, no incision enlargement and no additional procedures were required. Reportedly the patient has recovered. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on (B)(6) 2016. Device returned to manufacturer ¿ yes. Device evaluation. The intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed at 10x microscope magnification the lens returned was cut in two pieces most probably to make the explant process possible. Fibers/particles were observed on lens related to the handling the lens in a non-sterile environment. Residues of viscoelastic solution were also observed which indicates that the unit was handled and prepare for surgical use. The complaint issue reported could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.